Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file did not show a root cause for the higher than expected wbc content reported for this collection. Based on the available information, it is possible that this leukoreduction failure may be donor related. It is also possible that the access issues that caused the pumps to pause fairly often may have disturbed the steady state of the lrs chamber. These disturbances may have allowed some wbcs to escape as a result.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a trima accel set was received for investigation. No disposable defects were identified. The channel collect connector was inspected for defects; none were found. Investigation is in process. A follow-up report will be provided.